Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were air bubbles in the cartridge. The reporter confirmed appropriate cartridge use technique was being used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge was not returned for investigation. A reserved sample from the same lot number b201983 was evaluated and tested by product analysis on 08/13/2014 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. The cartridge cycled normally; no difficulties were found with filling the cartridge. A leak test was performed with no failures observed; no leaks were observed from the luer connection, o-rings or anywhere else in the cartridge. The cartridge also passed the force test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.